Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 144 mg/dl. Troubleshooting was performed. The insulin did not exit with plunger push at first and only did so with greater than expected resistance. Explained that the alarm was caused by set and reservoir connection. Advised that the infusion set and reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test, and no occlusions were noted.